Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the patient presented to clinic with an open pocket incision; the implantable pulse generator (ipg) was visible through the incision. The physician performed an urgent pocket revision, and due to device exposure, decided to replace the pacemaker to prevent infection. No further patient complications have been reported as a result of this event.